Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. A return sample evaluation was not performed because tubing was not available. No corrective or preventive actions have been identified at this time. In this case the patient was using a secondary kimberly clark peg tube for feeding. The patient had tube feeding coming up from his mouth in the middle of the night, coming out of his mouth with respirations. The patient was hospitalized for aspiration pneumonia and subsequently passed away. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Concomitant products include kimberly clark peg tube 0202297236. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
On (B)(6) 2016 the patient had a percutaneous endoscopic gastrojejunostomy (peg/j) tube placed for duopa treatment. The patient also had a kimberly clark peg tube only for tube feeding. On (B)(6) 2016 during night, the patient received tube feeding using kimberly clark peg tube. On (B)(6) 2016 in the morning, the patient was found to be covered in tube feed, and it was coming out of his mouth with respirations. The patient's oxygen saturation was 88 and patient was lethargic. The patient was taken to the ER and admitted to the hospital for possible aspiration pneumonia. On (B)(6) 2016 evening, patient had cardiac arrest and was anoxic for 10 minutes. The patient was placed on ventilator support. On (B)(6) 2016, the patient passed away.